Manufacturer narrative:
Event date and implant date estimated as aware date, as no procedure date was reported.

Event description:
It was reported that stent dislodgement occurred. A 10.0mm x 30mm x 75cm expresss ld stent was advanced for treatment. However, backward movement of the balloon lodged at the end of the introducer caused the stent to become dislodged. The stent remained implanted in the patient. No patient complications were reported.